Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and the play of the up/down knob and bending angle in the up direction was out of the standard value due to wear of the angle wire. Also, evaluation found the bending section cover adhesive was chipped, the bending tube was deformed, the adhesives around the light guide lens was peeled, the connecting tube was dented, the connecting tube was discolored and wrinkled, the paint on the suction cylinder was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis exera iii gastrointestinal videoscope had reduced angulation. The scope was used 3-4 times a day and was inspected prior to use. The customer did not know where the foreign material came from. The air/water nozzle was flushed with air and water during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign matter was found to be organic silicone, but its origin could not be determined. It is likely that the that the foreign matter remained because the reprocessing deviated from the instruction manual. However, a definitive root cause could not be determined. The event can be prevented by following the instructions for use which state in chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment: "[inspection of entire endoscope]. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. Inspection of water supply. Cover the air/water button hole with your finger. Push the button while covering the hole. Ensure that water flows across the endoscopic image.". Olympus will continue to monitor field performance for this device.